Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was instructed to turn the key a couple of times and then try the system. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a disabled error message and would not reboot. There is no report of pt injury.